Manufacturer narrative:
Product complaint # (B)(4). The device was returned to the service center for evaluation. The defect has been verified and repaired. The following activities were performed. Service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Unit was evaluated and the complaint of "internal errors" was confirmed. The psu board was replaced to repair the issue. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this device¿s serial number. At this point in time,no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field (B)(4)

Event description:
Vapr vue generator, malfuctioned during shoulder arthroscopy case. No injury to patient, or delayed. Change to back up generator. Possible hospital owned. Error connecting shavers, internal errors.